Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of higher than 500 mg/dl. Cause of the high bg was not known. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. The customer will continue to use current pump.